Event description:
It was reported that the device was used during a laparoscopic aspiration of a liver cyst. The device would not arm and enter the abdominal cavity. The case was completed using a same like device. There were no pt consequences.